Manufacturer narrative:
Investigation: no sample was received. No photo was provided. There was no documentation for this type of defect during the entire production run of this batch. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that before use of the bd posiflush¿ syringe the plunger had cracks. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before use, the customer found the plunger has cracks.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd posiflush¿ syringe the plunger had cracks. Foreign complaint the following information was provided by the initial reporter: before use, the customer found the plunger has cracks.